Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient is experiencing incontinence with an artificial urinary sphincter (aus) due to fluid loss. When an imaging exam was performed,19 ml of serum was found inside the balloon. No patient complications were reported.